Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause could not be determined. The reported event of signal loss is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. A transmitter final functional test was performed and passed. A review of the share logs was performed and loss of connection over an hour was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.